Manufacturer narrative:
A review of the manufacturing documentation associated with lot (n0316314) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the palmaz balloon (unmounted xl 40 mm) expandable stent (sds) broke in the pulmonary artery and a piece migrated to the right ventricle. A cardiothoracic surgery was completed in order to retrieve it. The patient is stable but remains hospitalized.

Manufacturer narrative:
The palmaz balloon (unmounted xl 40 mm) expandable stent broke in the pulmonary artery and a piece migrated to the right ventricle. A cardiothoracic surgery was completed in order to retrieve it. The patient is stable but remains hospitalized. The product was not returned for analysis. A device history record (DHR) review of lot n0316314 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured-separated - in patient¿ and ¿stent migration¿ could not be confirmed as the device was not returned for analysis. Nor were images provided. The exact cause could not be determined. Vessel characteristics and procedural factors, although unknown, may have contributed to the reported event. The off-label use of the device in the vasculature may also have contributed to the reported event as the device is indicated for use in the biliary tree. According to the indications for use in the instructions for use ¿the palmaz xl balloon-expandable transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree.¿ according to the warnings in the safety information in the instructions for use ¿the safety and effectiveness of this device for use in the vascular system have not been established.¿ neither the device history record (DHR) nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.